Event description:
A customer reported experiencing issues with their insulin pump's fill estimate display, which occasionally showed different values than expected earlier in the month. There was no adverse impact to the customer's blood glucose level as no specific values indicating such were provided. To address the issue, the customer reloaded the same cartridge, and technical support advised them to call back if further active fill estimate issues occurred.